Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had off no power alarm. The blood glucose level was 81 mg/dl. The customer reported that alarm was occurred less than 24 hours from low battery alert. The customer reported that alarm was occurred multiple times. The troubleshooting was not performed. The insulin pump will be returned for analysis.